Event description:
I had lasik surgery. Everything seemed fine at first, but about a month later, I had a serious regression. Within three months of the surgery my vision declined to 20/300 in both eyes. This was still better than before the surgery. I also had a lot of pain in my eyes, the cause of which was later identified as severe damage to the "water pump" cells that hydrate the eyes. My best corrected vision is now worse (20/30) than before the surgery (20/20). I also had some "growth" of epithelial cells under the flap that cause some night vision difficulties. Fortunately, this growth has not continued because the destruction of the water pump cells eliminates the possibility for corrective surgery. Since I had the surgery, I have talked with many people. Young people seem to fare well. People my age do not. I can say that I was told about the risk, but the level of risk was presented as something like 95% success because it took into account all the young people. I think my risk should have been presented taking into account only those people similarly situated to me. That percentage would have probably been a 5% success rate.